Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage between the hose and the connector, possible lot numbers 26122-06 or 26132-01. The patient did not receive any medication. Another product was used. There was no injury reported.